Event description:
An advocate stated her patient was tested on 2 contour meters and received blood glucose readings of 156 and 86mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were expected to be returned for evaluation. Replacement test strips and new meters were sent to the customer.